Event description:
45 minutes into initiation of dialysis treatment patient complained of not feeling well. Temperature 97.9. Tylenol given. Patient stayed on. Chills developed but no physical shaking. Patient vomited. Treatment discontinued at 800. Dr. Present. Vancomycin given. Temperature 100.2 post. Patient sent to hospital. Hospitalized for four (4) days. Blood cultures negative. Pyroic test on dialsate post dialyzer 212.5 at 1:50. Dialyzer's 24th usedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.